Event description:
Brush heads don¿t stay attached, they come off during brushing - oral-b [device breakage]. Pin has become worn down - oral-b [device physical property issue]. Case narrative: 29 year old male consumer via phone stated that the pin on his oral-b genius x luxe toothbrush became worn down, and the oral-b original toothbrush heads would not stay attached, coming off during brushing. No injury was reported. 23-dec-2022 case update: the suspect product lot was bh94621315. No injury was reported. 23-dec-2022 case update: the concomitant product was oral-b power oral care refills precision clean eb20rb brush set 8ct. No injury was reported. 13-feb-2023 case update: the concomitant product lot was (B)(4). No injury was reported.

Manufacturer narrative:
09-feb-2023 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Brush heads don¿t stay attached, they come off during brushing - oral-b [device breakage]. Pin has become worn down - oral-b [device physical property issue]. Case narrative: 29 year old male consumer via phone stated that the pin on his oral-b genius x luxe toothbrush became worn down, and the oral-b original toothbrush heads would not stay attached, coming off during brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.